Event description:
A report was received that the patient was diagnosed by the physician with a (B)(6) infection. The symptoms were redness, fever and drainage from the midline incision and the patient was given oral antibiotics. The physician does not believe the infection was device related. The patient's infection cleared up and the patient was re-programmed successfully.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-1110-02, serial#: (B)(4), model description:implantable pulse generator model#:sc-2158-50, serial#: (B)(4), model description:enh p3a ld kit. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.